Event description:
It was reported the patient¿s implantable neurostimulator (ins) experienced a suspected overdischarge. It was stated the last time stimulation was felt was about ten days prior to report. It was further stated the patient ¿thought¿ he last successfully recharged his ins about ten days prior to report and that he was on vacation prior to report and forgot to pack his recharger. It was reported the patient was unable to connect to his ins with his recharger and observed the reposition antenna screen. It was further reported the patient was unable to turn his ins on with the recharger. It was stated the patient observed the ¿poor communication screen¿ when attempting to connect to the ins with his patient programmer. The patient reported they were not feeling back pain at the time of report and noted that his stimulation therapy helped him ¿feel human¿ when his back was hurting. The patient was redirected to their healthcare provider (hcp). Additional information stated the patient continued to experience coupling and communication issues. It was reported a poor communication screen was observed and that the patient had trouble with coupling since implant. It was noted the patient¿s battery was discharged. It was stated that following successive uses of the antenna locate feature, a manufacturer representative observed two couplings bars, zero coupling bars, and then two coupling bars again. It was reported the patient continued to experience telemetry trouble with his programmer. Additional information reported that eight days following the initial report, the patient continued to be unable to charge. It was noted the patient experienced a coupling problem and observed two couplings bars at that time. It was unclear if the patient had ever had more than two coupling bars since implant. It was also noted the patient¿s ins was superficial. It was reported the patient had not used his ins much since implant due to a change in his pain pattern and that the stimulation helped when he needed it. It was stated the patient¿s ins was discharged at the time of follow-up. It was reported an x-ray was to be performed on the patient to rule out a flipped ins. Additional information received reported that an x-ray was performed on (B)(6) 2013 and it was determined that the patient's battery had flipped. It was noted that the physician decided to manually flip the battery back to the correct position on (B)(6) 2013. It was noted that the patient was able to recharge and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 267690001, implanted: (B)(6) 2011, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).